Event description:
The patient stopped feeling stimulation sensation in her area of paresthesia. Three weeks later the patient was seen in clinic. Impedances greater than 4000 ohms were noted on some of the bipolar pairs. There was no accident or incident related to the complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.